Manufacturer narrative:
The field service engineer *power replaced the power supply to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator restarting on it's own. The customer reported there was no patient involvement.